Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen went blank on one occasion, bolus not given when it should be. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had rejected battery, couple of random no delivery alarms, longer to rewind, motor grinds. Customer assisted with troubleshooting and reported that the event was resolved by complete set change. Insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.